Manufacturer narrative:
(B)(4) . The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Asp complaint ref # (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator did not (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was partially released and used on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the loads have been released without reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 04/17/2017 to 07/14/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive cyclesure® 24 bi was not returned for visual inspection. Therefore, the complaint cannot be confirmed. The customer did, however, returned 60 units of unused cyclesure® 24 bi¿s from the same lot. The unused bis have since expired, and therefore, no functional analysis was performed. The assignable cause of the issue could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).